Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and pulled proximally. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-dec-2019. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left anterior descending artery. A 3.00x38mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.